Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a tlif (s1) for treating lumbar spinal canal stenosis on (B)(6) 2022, the ring on the sleeve came off during sleeve turning for screw deployment. The procedure was completed with no delay. Patient was stable. This report is for a viper insertion sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the x-tab insertion sleeve was missing its color marker component. No signs of any breakages could be observed. No other issues were identified. The dimensional inspection was not performed as there was definitive evidence of a missing component. The observed condition of the x-tab insertion sleeve was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test could not be performed as no mating devices were returned for evaluation. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the x-tab insertion sleeve was observed to have a missing color marker component. While no definitive root cause could be determined from the available information, it is probable that the color marker component of the x-tab insertion sleeve was missing due to the exposure of the device to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for x-tab insertion sleeve was conducted identifying that lot number ag2127361 was released in one batch. Batch1: lot qty of 82 units were released on 06 aug 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.